Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm small grasping retractor instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis was fully broken.

Event description:
It was reported that during da vinci-assisted sigmoid colectomy surgical procedure, the 8mm small grasping retractor instrument was found to have broken/frayed cable. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. No damage was noted and everything looked normal. No report of any collision. No issue of cable damage was noted. It was unknown if any fragment fell into patient.

Event description:
Refer to h11 for follow-up information.